Event description:
Medtronic received info that during a cardiopulmonary bypass case, a leak was noted from the top of the heat exchanger. The device was changed out with no reported adverse pt effects.

Manufacturer narrative:
Analysis: reason for return was confirmed. Visual inspection shows no outward signs of physical damage or abnormalities. The device was run with fluid at 7 l/min with 2 psi back pressure. A leak was immediately observed from the top and bottom fiber bundle. Further inspection shows the leak occurred from an outer wind fiber. The leaky fiber does not appear to intersect any of the oxy ports. Gas cap was removed and guillotine cut was inspected, which shows a clean cut of fibers. Inspection also shows no signs of snorkel fibers. Conclusion: analysis confirmed the reported event. A review of complaint notes no trends due to the identified failure mode, indicating this to be a random occurrence. The device was changed out with no reported adverse pt effects. Medtronic continues to monitor field performance to detect similar events, should they occur.